Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the event include, the patient's supratherapeutic inr, anticoagulation therapy, history of stroke, and related comorbidities. The root cause of the reported event cannot be conclusively determined however there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical database that this patient was admitted to the hospital with supratherapeutic international normalized ratio (inr) and complaints of general weakness and mildly impaired attention and concentration. The patient's aspirin and coumadin were stopped. CT head scan revealed subarachnoid hemorrhage (sah). The patient was administered seven units of fresh frozen plasma (ffp), seven units of packed red blood cells (prbc's), and oral vitamin k to reverse anticoagulation. A heparin infusion was initiated on (B)(6) 2015 but was held when follow up CT results revealed that the hemorrhage continued to evolve. The patient was discharged to a rehabilitation facility on (B)(6) 2015. Coumadin was resumed on (B)(6) 2015.